Event description:
It was reported that the pump seemed to have kept the maximum dose for 4 hours, but it also seemed that the patient was still overdosing. The patient experienced tachycardia at 150 beats per minute (bpm) and the site suspected a local anesthetic overdose. The site intervened by taking a blood test for etiology and doing two vascular fillings. The pump was shut down upon the discovery of the incident.

Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. There were signs of melting plastic at the bottom of the battery compartment. Additionally, the pump was tested for flow accuracy 3 times, and the device failed three times, confirming the customer complaint of over delivery. An error code 46446 was noted during use as well. The cause of the customer reported issue was the expulsor dimensions/fitment were nonconforming. The manufacturer representative trimmed/replaced the expulsor, replaced downstream occlusion (dso) sensor, battery compartment, and printed wiring assembly (pwa).

Manufacturer narrative:
H3: additional information was obtained through further evaluation of the investigation. The functional testing results were reviewed, and it was found that the pump was operating within the acceptable range of percent deviation. The customer reported issue of the pump overdelivering was unable to be confirmed or duplicated during repair activities, as the test results did not exceed +/-6% error margin as per ase10023144-002. The downstream occlusion (dso) sensor replacement was noted to be a preventative measure due to the age of the dso sensor, and no sensing failure was identified during evaluation. The printed wire assembly was replaced to address error code 46446, and the expulsor was sanded/trimmed preventatively. The battery compartment was replaced to address the signs of melted plastic identified at the bottom of the battery compartment.

Manufacturer narrative:
H2) device evaluation: h3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. There were signs of melting plastic at the bottom of the battery compartment. Additionally, the pump was tested for flow accuracy 3 times, and the device failed three times, confirming the customer complaint of over delivery. An error code 46446 was noted during use as well. The cause of the customer reported issue was the expulsor dimensions/fitment were nonconforming. The downstream occlusion (dso) sensor also had some inconsistencies noted with the dso sensor reading. The manufacturer representative trimmed/replaced the expulsor, and replaced the downstream occlusion (dso) sensor, battery compartment, and printed wiring assembly (pwa).